Manufacturer narrative:
On (B)(6) 2011, a MFR service rep performed an on-site preventive maintenance of both microscope s/n (B)(4) at the hospital. This included safety function tests, confirmation uv filter was in place and that the light intensity filter was functioning properly.

Event description:
Hospital reported a pt received a tissue injury/burn to left ear during tympanoplasty procedure performed with surgical microscope on date unk. The ear was observed to be covered with blisters on both exposed and unexposed sides of ear at the end of surgery. On (B)(6) 2011, the blisters were noted after removal of surgical bandage. Pressure ulcer, stage 3 (possible stage 4 since it appears to have some cartilage exposed) with length-3.7 cm, width-1.8 cm and depth-0 cm. The wound was necrotic and slow to heal. Medical intervention: whirlpool therapy; plastics consult; eventually wound resulted in a 2cm loss of the outer layer of cartilage around the top of the ear on date unk.